Event description:
IV tubing separation reported. The patient was receiving an unspecified dose and rate of heparin via plum pump and tubing. The tubing was attached and luer locked with the option lock at the clave port close to IV. At some unspecified time during the night, pt woke up and pt's bed was full of blood and the IV tubing was separated. The male luer with the option lock stayed on the clave connector and pt's IV site, which allowed the blood loss. The patient was a nurse and pt pulled the IV line out when pt noted the problem. No patient harm reported. The patient went home within 24 hours of the event.